Event description:
Additional information was received and it was reported that during equipment testing for a transesophageal echocardiography (tee) procedure, the sonographer (temporary tech) reported that the ultrasound image on the transducer area was blank. The sonographer used a different system to complete the procedure. There was approximately 30 minutes delay in completing the study while a different system was retrieved. There was no patient or user injury reported. A field service engineer (fse) followed up with the lead sonographer at the user facility. The lead sonographer spoke with the sonographer who originally reported the problem (temporary tech) and realized that the tech did not know what she was doing. There was no issue with the system, rather it was deemed as an operator error. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to correct the date of event (see section b3), provide additional event information (see section b5), correct the brand name of the device (see section d1), update the device available for evaluation (see section d10), provide additional initial reporter information (see section e1,e2,e3), update the manufacturer's contact information (see section g1), provide additional report source (see section g3), correct the PMA/510(k) number (see section g5), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation as there was no known device problem.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. In this case, the issue occurred as a result of user error. The user was trained again on the system to resolve this issue.

Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Alleged failure to image. The investigation is in process.